Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: an intermittent sound issue was observed during investigation. Inspection of the pump¿s internal components revealed the speaker contacts were misaligned. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.